Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to dislodgement as this lead was tied together within the device pocket. No additional adverse patient effects were reported.